Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure in-stent restenosis occurred. Patient has had six months of exercise induced angina. Her anginal symptoms are left-sided neck and jaw discomfort which is brought on by rapid walking and relieved by rest. She has had a 3.0x16mm taxus express2 drug eluting stent placed in the right coronary artery as party of the study in (B)(6) 2008. She underwent cardiac catheterization as an outpatient in (B)(6) 2010 and was noted to have significant in-stent-restenosis of the distal portion of the proximal right coronary artery. Additionally, the patient had new disease in the areas of inferior marginal branch of the circumflex. (B)(6) days later the patient returned for treatment. Access was gained through the right femoral artery. A 3.5x20 maverick balloon was to predilate the proximal section of the right coronary artery. Additionally there was stenosis in the mid portion of the right coronary artery. A 3.5x15 promus stent was deployed across the 70% stenosis and a 3.5x28 promus stent was deployed proximally across covering the 90% stenosis resulting in 0% residual stenosis and timi flow 3. Attention was then turned to the circumflex artery. The lesion was treated with pre-dilatation using a 2.5x20 maverick balloon and a 2.25x18mm non-bsc stent was placed and deployed at nine atmospheres for twenty seconds resulting in 0% stenosis. The patient was discharged the following day on dual antiplatelet medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure target lesion was 75% stenosed with a length of 11.0mm and reference vessel diameter of 3.25mm. The patient was discharged one day post procedure on aspirin and clopidogrel. During reintervention a non target vessel in the 1st obtuse marginal was attempted to be treated with a 2.25x20mm taxus liberte atom stent, however it was unable to cross the lesion.